Event description:
A patient received an implant in 1999. Two years after implant, the connection between reservoir and lumbares was broken. The implant was removed in 2001. The doctor doubted whether the breakage occurred because the patient grew in height during two years.